Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. The product was not returned. Based on review of the photos provided there appears to be scratches/scuff marks in the center of the lens. There also appears to be a scratch near the optic edge. It can't be determined from the photo, if this is on the anterior or the posterior surface. Associated products were not provided. It is unknown if qualified associated products were used. The root cause could not be determined for the reported damage. The product was not returned. Based on review of the provided photo, the lens is scratched/scuff in the center. Associated products were not provided. It is unknown if qualified associated products were used. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that following intraocular lens (iol) implantation the physician had to explant a lens due to a scratch on optic. Additional information was requested.